Event description:
It was reported that during a spinejack procedure the implant did not open. It was reported that the procedure was converted to a vertebroplasty after the spinejack system was surgically retrieved from the patient. It was reported the injected cement provided adequate analgesic effect and no additional medical intervention or adverse consequences are expected. Additional detail surrounding the event has been requested.

Manufacturer narrative:
Device discarded; awaiting further information.

Manufacturer narrative:
Final report submitted as quality investigation is complete.

Event description:
It was reported that during a spinejack procedure the implant did not open. It was reported that the procedure was converted to a vertobroplasty after the spinejack system was surgically retrieved from the patient. It was reported the injected cement provided adequate analgesic effect and no additional medical intervention or adverse consequences are expected.